Manufacturer narrative:
The reported event of run-on was not confirmed. During the visual inspection, the service technician found that the retaining nut on the connector at the console end of the cable was able to be unscrewed. The device was scrapped by the manufacturer.

Event description:
It was reported that a short was observed to be found in the tps handpiece cord causing an unknown device to run without user activation during a routine equipment evaluation at the user facility by a manufacturers' service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that a short was observed to be found in the tps handpiece cord causing an unknown device to run without user activation during a routine equipment evaluation at the user facility by a manufacturers' service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.